Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s2352344116000078.

Event description:
It was reported that patient had a primary uncemented right total knee arthroplasty for primary osteoarthritis three years before presenting. He was revised due to pain and lack of mobility. The patellar component single-peg was fractured with resultant metallic synovitis and the plate was dislocated. Revision to a cemented 3-peg component was performed. No fragments of the components were retained by the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The manufacturing site was incorrectly reported. Medwatch #: 3005751028-2017-00045 was created to report this issue under the correct manufacturing site.